Manufacturer narrative:
It was reported that the magnetic disk of the emergency drive was wobbling. The failure occurred during service. A getinge field service technician (fst) was sent for investigation and repair. The washer was removed, which solved the issue. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the fst the root cause of the wobbling is the washer inside the emergency drive, which was removed. Referring to the instruction for use of the cardiohelp device (chapter 5.6.1 "check before every application") the emergency drive must be checked before use. Based on the results the reported failure "emergency drive wobbling" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the magnetic disk of the emergency drive was wobbling. The failure occurred during service. No harm to any person has been reported. Complaint ID# (B)(4).